Event description:
It was reported that the patient's implantable pulse generator (ipg) would no longer holds a charge. The patient underwent an ipg replacement procedure and was doing postoperatively. The explanted device was discarded by the facility.